Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it was found that the device exhibited a b31 scope communication error. A definitive root cause of the error could not be determined, however, the issue was likely the result of a damaged/corroded video connecter due to stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope did not display an image. The issue was detected during maintenance/in a non-clinical setting. There was no patient involvement, and no harm reported as a result of the event.